Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing post-operative diaphragmatic stimulation and phrenic nerve stimulation from the left ventricular (lv) lead. The lead was reprogrammed with no issues seen overnight. The lead remains in use. The patient is a participant in the electrocardiogram (ECG) belt for cardiac resynchronization therapy (crt) response clinical study. No further patient complications have been reported as a result of this event.